Manufacturer narrative:
Product not returned.

Event description:
It was reported that an asymptomatic patient presented for a device upgrade. Prior to the procedure during device check, undersensing and loss of capture was observed on the atrial lead. The lead was capped and replaced. The patient was in stable condition.